Event description:
An intravascular ultrasound (ivus), imaging catheter became stuck on a stent that was placed during a percutaneous coronary intervention (pci) procedure. A week prior to this procedure, a stent had been placed in the left main coronary artery (lmca) to proximal left circumflex (lcx). The day before this event occurred, a stent was placed in the proximal lcx to the proximal left anterior descending (lad). Ivus was used the following day to image stented area of treatment. Upon removal of the imaging catheter, the catheter became stuck in the bifurcated stented area of the lmca to proximal lad. Ivus catheter was removed successfully from patient's body. The patient's condition was reported to be "good."